Manufacturer narrative:
Getinge became aware of an incident with one of surgical lights - the configuration of two volista standop 600 and the single screen holder. During the incident the device has detached from the ceiling and has fallen on the operating table. When this happened there was no patient on the table, whereas 6 nurses were preparing materials inside the operating theatre (ot) and an ot assistant was positioning the monitor. Upon the event occurrence, the ot assistant who positioned the monitor attended to the a&e department for examination, and luckily, no injury appears to have taken place. There was no injury reported to getinge, however we report the incident, based on the potential for serious injury upon the recurrence of such an event, namely a device falling from the ceiling. According to the information provided by the getinge technician that visited the customer site, no repair would be performed for this device. The light was returned the manufacturer for analysis and after that took place, returned to the customer. It was established that when the event occurred, the surgical light did not meet its specifications due to the installation fasteners not having performed as intended and in this way the device contributed to the event. Available information indicates that the device was not in use for patient treatment or diagnosis at the time the event occurred. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we conclude that the failure ratio of the investigated issue is very low. Subject matter expert at the manufacturing site established a few root causes for this incident: 1. It is unknown with certainty that the 6 fixing screws were tightened or not at the specified torque of 14 nm when the device was installed in (B)(6) 2015 and as instructed in the volista installation manual that was provided with the device in 2015. Indeed, installation was performed by a subcontractor under supervision of a member getinge group hk limited who has left the company, and the information could not be retrieved. It cannot be confirmed then if a 14nm torque wrench was used to tighten the screws at that moment. Getinge group hong kong limited informed maquet sas that technicians were equipped with torque wrench which were not calibrated annually, and that they were not always using the torque wrench every time during maintenance before this event occurred. (Standop volista, installation manual, en, 0176401, 1g, page 24) 2. The 6 fixing screws were not replaced after 6 years of service, as instructed in the volista maintenance manual. The 6 screws should have been replaced for 14 months (last pages of technical manual 01762en05) 3. Instead of replacing them, the 6 screws were periodically tightened when found loose during preventive or corrective maintenances. Getinge group hong kong limited informed maquet sas that between (B)(6) 2017 and the last dated (B)(6) 2022, a total of (B)(4)preventive maintenance, (B)(4) corrective maintenance interventions, and 2 visits for field action were recorded: averaging 6.2 visits / year were retightening occurred (records) or might have occurred (visit). 4. The scenario of loosening the suspension fixing functionality demonstrated that a maintenance personnel should have detected the screw fatigue as the vertical displacement of the pendant (head lights or screen) when reaching a certain level can be felt by people accustomed to the equipment before the fall of the entire equipment occurred. 5. Beyond the vibrations that may have initiated the beginnings of the micro-fracture of the screws, retightening several times and overtime the screws that appeared loosened is the main cause that brings to the final crack of the screws. Maquet sas decided to launch a fsca (msa-808092) in order to communicate retrospectively with customers directly and provide them with the current maintenance instruction and program, as they are containing essential items to prevent adverse event to occur in some anticipated hazardous situation. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. The correction of b5 describe event or problem, d4 catalog #, version or model #, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 18th february, 2023 getinge became aware of an incident with one of surgical lights - the configuration of two volista standop 600 and the single screen holder. During the incident the device has detached from the ceiling and has fallen on the operating table. When this happened there were no patient on the table, the 6 nurses were preparing materials inside the operating theatre (ot) and ot assistant was positioning the monitor when it felt, the ot assistant who positioned the monitor has attended to the a&e department for examination, no injury was found. The was no injury reported, however we report the incident, based on the potential for serious injury is the situation, namely a device falling from the ceiling, was to reoccur. Corrected b5 describe event or problem: on 18th february 2023 getinge became aware of an incident with one of surgical lights - the configuration of two volista standop 600 and the single screen holder. During the incident the device has detached from the ceiling and has fallen on the operating table. When this happened there was no patient on the table, whereas 6 nurses were preparing materials inside the operating theatre (ot) and an ot assistant was positioning the monitor. Upon the event occurrence, the ot assistant who positioned the monitor attended to the a&e department for examination, and luckily, no injury appears to have taken place. There was no injury reported to getinge, however we report the incident, based on the potential for serious injury upon the recurrence of such an event, namely a device falling from the ceiling. Previous d4 version or model # 568811963. Corrected d4 version or model # ard267900100c. Previous catalog #: 568811963/568811963/567506996. Corrected catalog #: ard267900100c. Previous serial#: ar038011/ar038041/ar056895. Corrected serial#: ar00000108. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
On 18th february 2023 getinge became aware of an incident with one of surgical lights - the configuration of two volista standop 600 and the single screen holder. During the incident the device has detached from the ceiling and has fallen on the operating table. When this happened there was no patient on the table, whereas 6 nurses were preparing materials inside the operating theatre (ot) and an ot assistant was positioning the monitor. Upon the event occurrence, the ot assistant who positioned the monitor attended to the a&e department for examination, and luckily, no injury appears to have taken place. There was no injury reported to getinge, however we report the incident, based on the potential for serious injury upon the recurrence of such an event, namely a device falling from the ceiling.

Manufacturer narrative:
The purpose of this submission is solely to provide correction / removal report number.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an incident with one of surgical lights - the configuration of two volista standop 600 and the single screen holder. During the incident the device has detached from the ceiling and has fallen on the operating table. When this happened there were no patient on the table, the 6 nurses were preparing materials inside the operating theatre (ot) and ot assistant was positioning the monitor when it felt, the ot assistant who positioned the monitor has attended to the a&e department for examination, no injury was found. The was no injury reported, however we report the incident, based on the potential for serious injury is the situation, namely a device falling from the ceiling, was to reoccur.